Manufacturer narrative:
This is issue was discovered by a hill-rom tech during a function check on a stored unit. The tech replaced the hydraulic manifold to resolve the issue.

Event description:
Information received indicated the CPR would not function properly.